Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because of a risk of serious injury, this event is reportable per 21 cfr part 803. The device was not received back from customer. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend.

Event description:
Implant fractured.